Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the rear electrode was rubbing the patient and caused an abscess. The abscess was surgically drained. The patient was in the hospital and the lifevest was removed to allow the incision to heal. The patient's medical outcome is unknown.